Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when drawing blood, there is a leak from the vacutainer body (leakage from the needle tubing)."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when drawing blood, there is a leak from the vacutainer body (leakage from the needle tubing)."

Manufacturer narrative:
H6: investigation: bd did not receive samples or photographs from the customer in support of this complaint therefore, 5 push button winged sets from the indicated lot number were taken at random and used to draw a tube with water and no defects were found.bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications.